Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to high blood glucose of 400mg/dl. The customer stated that she was vomiting since she got the flu shot, and her doctor told her to take flu medication. The customer stated that she was released after they changed the bolus settings. The customer mentioned that the insulin pump has a crack. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.